Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic a follow up, post-sensed t-wave oversensing on the ventricular channel was observed. The patient received inappropriate atp and hv therapy. The oversensing was noted on a stored egm. The low frequency attenuation filter was programmed back to on. Patient is doing fine.